Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The insulin pump had critical pump error. The customer blood glucose level was unknown at the time of incident. After troubleshooting display did not return as well as pump error not resolved . Advise to customer discontinue use of the pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted however pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify audio/vibrate anomaly/absence of alarm due to moisture damage.